Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported loss of stimulation after carrying a heavy object, two weeks post implant. Troubleshooting was unsuccessful. An x-ray was performed which identified lead migration. During a revision procedure, the lead and anchor were replaced, and therapy was restored.

Manufacturer narrative:
Devices are not available for analysis. Without the return of the devices, it is not possible to reach a definitive root cause. The cause of the migration remains unknown. Per evoke scs system user manual " lead migration or sub-optimal placement. These may result in undesirable stimulation changes.¿note: you may require surgery (including revision, explant and/or replacement) as a result of any of the above". The manufacturing records were reviewed and confirmed that the product met requirements for release.